Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons hard to push, sticky, or sometimes unresponsive. The customer¿s blood glucose level was unknown. The customer stated the rainbow effect on the screen and the insulin pump gives the no delivery alarm. The device will not be returned for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device passed self test. No unexpected back light anomalies noted. Device received with minor scratched lcd window.